Event description:
It was reported "had a problem with the guidewire from a PICC tray." Additional info. Received: 12/16/2020: "rigorous hand hygiene performed, inserted using maximum barrier precaution. And sterile technique, site prepped with chg x 2. Catheter has brisk blood return, unable tread wire needle retracted 2nd attempt in left arm inserted had good blood return unable to advance wire past certain point attempted to withdraw wire from needle. Felt a snap in wire withdrew needle and wire was splintered. Chest and l arm x ray ordered. Md and family notified." "Was there patient harm reported?: the patient had to have additional x-rays to be sure that the wire was not retained in the patient" "catheter securement was utilized: none the procedure was abandoned after the guidewire broke."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken guidewire is confirmed. One 0.018 in. Nitinol guidewire and one 21 g safecan introducer needle were returned for evaluation. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle); narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire; damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5313 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "had a problem with the guidewire from a PICC tray." Additional info. Received: 12/16/2020: "rigorous hand hygiene performed, inserted using maximum barrier precaution. And sterile technique, site prepped with chg x 2. Catheter has brisk blood return, unable tread wire needle retracted 2nd attempt in left arm inserted had good blood return unable to advance wire past certain point attempted to withdraw wire from needle . Felt a snap in wire withdrew needle and wire was splintered. Chest and l arm x ray ordered. Md and family notified." "Was there patient harm reported?: the patient had to have additional x-rays to be sure that the wire was not retained in the patient" "catheter securement was utilized: none the procedure was abandoned after the guidewire broke."